Event description:
The patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem device. The following measurements were recorded at 38 months since index surgery: cobalt - 23; chromium - 10.1. The patient is reported to be asymptomatic. It is also noted: generalised weakness; high risk patient. Further follow up is planned for this patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown rejuvenate modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving anunknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem device. The following measurements were recorded at 38 months since index surgery: cobalt - 23; chromium - 10.1. The patient is reported to be asymptomatic. It is also noted: generalised weakness; high risk patient. Further follow up is planned for this patient.